Event description:
It was reported that balloon rupture occurred. The 100% stenosed, target lesion was located in the moderately tortuous and severely calcified external iliac artery. A 6.0mmx100mmx150cm sterling balloon catheter was advanced for dilatation. However, during the first inflation at 10 atmospheres for 10 seconds, the balloon ruptured. The device was removed and the procedure was completed with a different device. No patient complications reported and the patient was in good condition.